Event description:
User facility reported the device was in use during patient surgery. According to reporter the patient sustained first and second degree burns on the skin at the upper arm and chest at the site where the device hose was connected with the warming blanket. The time in use with patient has not provided. According to reporter, the patient was treated with electrosurgery. No additional information on patient outcome has been provided at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.